Event description:
It was reported the patient was "hurting so much" they were taken to the emergency room two nights prior to report and the night of the report. It was also reported the patient was experiencing pain from the wire and by the nerve. It was reported the patient had a build-up of scar tissue and had the pain since the device was implanted. The patient was reportedly prescribed steroids to reduce the pain, then taken off steroids and prescribed pain relievers, then taken off the pain relievers a few days prior to report. It was reported the patient had been in "extreme pain" after being taken off pain relievers and it was reported the stimulation had been turned off. It was also reported the patient had been having chronic migraines for the past eight years and the device did not provide relief and caused her to throw up. The patient had an x-ray done and it was reported the healthcare provider wanted to remove the device and the patient was scheduled to have it explanted (B)(6) 2013. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was non-malignant pain/occipital neuralgia. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2012, product type extension.

Manufacturer narrative:
(B)(4).